Event description:
The sales rep reports that during a laparoscopic cholecystectomy procedure, the device would feed 2-3 more clips after the fired clip. The extra clips fell into the abdominal cavity and were retrieved. Completed the procedure without any pt consequence.